Event description:
The pt underwent an ercp procedure to remove a stent from a bile duct. Within hours of the procedure, pt started to develop fevers, chills, etc. Was admitted to the hospital the following day. Blood cultures revealed gram negative e. Coli. Required inpatient and home IV infusion treatment with ertapenem. The recent news stories with two centers in (B)(6) brought this to our attention. The procedure in question was performed in (B)(6) ((B)(6) medical center - interventional endoscopy - dr (B)(6)), procedure date: (B)(6) 2015.